Event description:
The coil (subject device) was returned for analysis and the device investigation revealed that the coil (subject device) was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the coil delivery wire and introducer sheath were not returned. The main coil was returned partially protruding from the distal end of the microcatheter device. A 0.0158 mandrel was advanced to release the coil but the coil was jammed. The microcatheter was cut approximately 102cm from the distal end of the microcatheter where the coil was stuck to be removed and was seen to be fractured. The main coil was seen to be stretched and the suture damaged. During functional testing, a 0.0158 mandrel was advanced through the flushed microcatheter to remove the coil but was unsuccessful. The device was soaked in warm water for approximately 2 minutes and the mandrel was advanced again but was unsuccessful. The main coil was released by cutting the microcatheter the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device got stuck within the microcatheter and could not be deployed. An assignable cause of procedural factors will be assigned to the as reported events of main coil jammed and coil in catheter friction as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed events of main coil jammed, main coil stretched, main coil suture damage and main coil broken/fractured during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.